Manufacturer narrative:
D4: primary unique device identification (UDI) number: (B)(4). Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 valve, resistance was encountered during insertion of the commander delivery system with crimped valve into the esheath+, requiring extra force to advance. The delivery system and valve exited the esheath+. One of the valve struts was observed to be bent after passing through the esheath+. No attempt was made to implant the valve and it was not possible to get the valve back into the esheath+ and withdrawn, therefore, the devices were surgically removed through abdominal cutdown. The patient remained stable and able to communicate, with no injuries reported.